Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, dizziness and stomach pain. The patient reports their blood glucose levels do not match the values they received when checking with a meter. Once at the hospital the patient was treated with intravenous fluids and an insulin drip. The patients pod expired while in the hospital and the patient was told to replace the pod at home after confirming the accuracy of their blood glucose levels provided by the pump. The patient was discharged from the hospital after 4 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6.